Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 611 mg/dl and kidney stress. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids and manual insulin injections. Reportedly, treatment resolved the issue and there was no reported permanent damage. Tandem technical support reviewed pump data and did not identify any issue that would have stopped insulin delivery at the time of event.